Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used - insertion aid spun out of control inside the implant.